Manufacturer narrative:
No pt was present. Device manufacture date was unk at the time of this report. The device was returned for eval and the alleged malfunction was confirmed. The device was blocked with bone material and had not been prepared for reuse properly. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic rep reported the site's 5.5mm tap was clogged. This event was discovered out of the surgical arena and no pt was present.